Event description:
During implant, the patient complained of back pain, and his blood pressure dropped to the 70/mmhg range, but there was no loss of consciousness or cardiac arrest, and his blood pressure recovered with replacement fluid. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.